Manufacturer narrative:
The lifeband was discarded by the user. Therefore the device associated with this complaint will not be returned for evaluation. The possible root cause for the reported issue was due to improper insertion of the lifeband cover plate, or some kind of external force/hard impact that broke and cracked open the belt guard cover and the lifeband cover plate. This condition will cause the belt to displace during compressions and caused damage to the protective cover of the belt. The belt moved out of the guide rail and rubbed on the outer edge, melting the bottom and top cover of the autopulse platform.

Event description:
During the patient call, the autopulse platform was used to perform continuous compressions. After 30 minutes of use, the platform stopped compressions and displayed an unknown error. The crew changed the battery, however, the platform continued to show an unknown error. The smoke and burning smell were noted during the platform compressions. The patient and the lifeband were repositioned. During repositioning of the lifeband, the crew noticed displacement of the lifeband on the right side of the platform where the roller guide is located. Per a reporter, during the compressions, the dispositioned lifeband rubbed the outer edge and heated the bottom cover of the platform. No patient injury was reported. Per a reporter, the platform was performing without any issue prior to the call. The lifeband installation was correct during the daily platform check. The lifeband was discarded by the customer. Please see the following related MFR report: MFR # 3010617000-2019-00827 for the autopulse platform